Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 4.00x24mm promus element drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. No complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 4.00x24mm promus element drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. No complications were reported and the patient's status was stable. Promus element, mr, ous 4.00 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent struts from the proximal row 9 were damaged with stent struts pulled distally and lifted from their crimped stent profile. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.